Event description:
The customer reported, "the screen goes blank on fluoro." There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.